Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump download indicated 3 minute gaps in the basal insulin delivery each day at different times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history indicated a 0.00 unit basal record on (B)(4) 2013 at 9:41 am as a result of an unconfirmed edit to the basal rates. The pump history showed a basal rate of 0.00 units on (B)(4) 2013 at 7:14 pm due to the pump being primed. The pump was exercised for 24 hours on a 1 unit per hour rate with no issues. The pump showed no 0.00 unit basal rates occurring during the 24 hour exercise. The pump keypad buttons were tested and confirmed no hypersensitive keypad buttons. The pump user guide instructs the patient that the pump history will reflect a 0.00 unit basal delivery during several pump activities including whenever the pump basal rates are being edited and when the pump is being primed. No pump defects were observed related to the complaint during testing.